Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port is damaged ¿has sharp piece of metal sticking out¿ resulting in difficulties charging the pump and that the charging cable is ¿damaged¿. Additionally, it was reported that the customer experienced difficulties charging the pump. Customer¿s blood glucose level was 99 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.